Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced noise or interference that potentially impacted the right functioning of the system. The device remains in use. No patient complications have been reported as a result ofthis event.